Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16692.

Event description:
Philips received a complaint by the customer on the v60 stand indicating that the casters are falling off when in use. It was reported there was no patient involvement, at the time the issue was discovered. There was no patient or user harmed. The manufacturers product support engineer (pse) evaluated the device and confirmed the reported problem. Further information is pending.

Manufacturer narrative:
H10. Customer states that when doing preventative maintenance (pm's) he often finds the v60 stand casters loose. 3 base assemblies and multiple casters have had to be replaced due to damage from being loose. Customer states that if a castor came all the way off it could make the stand and ventilator tip over causing damage. The customer informed that he has examples of damaged v60 stand bases displaying damage from loose casters. Per gfe response, it was confirmed by the customer that these carts move around and as time passes casters become loose and turn. If the caster eventually comes apart from the cart it will destroy the stand and casters can no longer be screwed in. The cart ends up being changed when this happens. During preventative maintenance, the screws were tightened with a lock tie, which helped the repair. Attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11. Updated contact information and contact office entity.